Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned and evaluated. Date received by MFR: 11/8/2013. Manufacturing evaluation the as received condition of the plate was intact with additional marking/scratching consistent will normal field usage. All slots appear to be damaged from field usage. All other pertinent dimensional features that could be measured passed per inspection sheet 244fi02 rev. N and es0358 rev. B. Conclusion: inspection measurement of the returned part showed that it meets all dimensional and visual requirements for pertinent features at undamaged locations. This complaint is deemed to be indeterminate.

Event description:
This is report 2 of 6 for complaint (B)(4).

Event description:
Sales consultant reported patient complained of right wrist pain and catching around her wrist from a previous surgery performed about ten years ago. The plate and screws were removed on (B)(6) 2013. The date of original implantation was not provided. Some palpable crepitus dorsally and volarly listed under clinical findings. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Implant date is unknown. Unable to find documentation because surgery was done about 10 years ago. Product development evaluation reported complaint describes pain in the wrist after the plate had been implanted for ten years. The plate and five screws were explanted and returned to synthes. The plate material used was an approved stainless steel. The plate was introduced to the market at least 20 years ago. The drawing changes have been made to the design of the plate to modify etching; adjust tolerances of dcp hole. Therefore, the design of the plate is acceptable. The 2.7 cortex screws were also introduced at least 20 years ago. The screws are made from stainless steel. The design of the screws is acceptable. Therefore, this complaint is disposition as indeterminate. The plate and screws were explanted after 10 years due to pain. The plate and screws were intact so this complaint is disposition as indeterminate. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.